Event description:
The pt was origanlly admitted for reposition of a non-functioning capd catheter on 9/3/96. On 9/5/96, the pt developed second degree peritonitis due to a necrotic bowel. The surgeon performed a small bowel resection using a stapler. 9/13/96 a reoperation was performed due to a leakage across the staple line. The surgeon manually sutured the staple line to complete the procedure. The pt expired on 10/1/96 after a "stormy post-operative course".